Manufacturer narrative:
Corrected data: b5, e3.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had an internal communication fault. There was no patient involved.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an internal communication fault. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) arrived on site to confirm the reported issue and found fault code 107. The fse replaced front end pcb (0670-00-1164) to resolve the issue. The device was left running for 24 hours with no duplication of the reported error. Calibrations, functional testing, and safety testing all passed per factory specifications and unit was returned to customer.

Event description:
N/a.